Event description:
I got on annovera which is a silicone birth control ring. I didn't know that it was not compatible with most condoms. I even reached out to lifestyles condoms and they said all of their condoms are pre-lubricated with silicone oil. This silicone oil can make annovera less effective and so for my safety I had it removed. Now I had to go through trying to get a refund of almost (B)(6) for the ring. It took forever trying to get the ring and I also called annovera to tell them that this ring is not compatible with most condoms. I let them know today though about lifestyles reaching back out to me and saying that all of their condoms come lubricated with silicone lube.